Event description:
It was reported to covidien in 2009 that a customer had a problem with a single lumen PICC catheter. The customer reports extravasation approximately 7 hours after placement.

Manufacturer narrative:
Submit date: 05/08/2009. An investigation is currently underway. Upon completion, the results will be forwarded.